Event description:
The customer reported to olympus, during maintenance, the camera head had image problem. There was no patient involvement in this event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, the reported issue was confirmed due to a faulty cable unit and the pin on the adapter was missing. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, no image occurred due to faulty cable unit. The cause of the faulty cable unit could not be identified. Olympus will continue to monitor field performance for this device.